Manufacturer narrative:
Concomitant medical products- 1000ml baxter bag lot y316356 exp feb21, plasma-lyte a injection ph 7.4. The customer's report that tubing was kinked was confirmed based on the customer provided photo and visual inspection. The received suspect observed kinks after the roller clamps were disengaged. Visual inspection of as-received associate 1 initially observed no kinks while the roller clamps were in the closed position. Visual inspection of associates 2 and 3 observed no kinks and the roller clamps being in the open position. Functional testing observed partial occlusion of the fluid flow at the kinked areas; however the kinks were able to be massaged out. Activation of the roller clamp along a different area of the tubing for a short period observed a slight kink; however the kink was also able to be massaged out. The root cause was identified as due to the engagement of the roller clamp along the tubing for a period of time. It is unknown the length of time the roller clamp was applied on the reported suspect set's tubing. The blood products used during the event may also have been a contributor of the reported issue.

Event description:
It was reported from the operating room (or) that the bd smart site gravity blood set tubing kinked from the roller clamp during a critical time in the procedure, which impeded the ability to rapidly administer blood to a patient immediately post bypass. It was reported during follow up, that there was no "apparent" injury noted to the patient caused by this event.

Event description:
It was reported from the operating room (or) that the bd smart site gravity blood set tubing kinked from the roller clamp during a critical time in the procedure, which impeded the ability to rapidly administer blood to a patient immediately post bypass. It was reported during follow up, that there was no apparent injury noted to the patient caused by this event.

Manufacturer narrative:
Supplemental created to revise section b.4 and g.4 - date should be (B)(6) 2019.****************************************************************************************